Manufacturer narrative:
The device was received with no telemetry at end of life (eol) levels. Battery analysis performed showed no anomalies; however, a high current was observed. Further analysis of the hybrid concluded that u1 is most likely the cause of high current. Longevity assessment was performed and premature battery depletion was noted. The reported event of failure to interrogate was confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated. Technical support was contacted and recommended reprogramming the device to resolve the event, but the reprogramming was unsuccessful. The device was explanted to resolve the event. The patient was stable.